Event description:
As found through obituary search by the edwards implant patient registry, a patient expired 8 days post tavr procedure. Medical record review indicated a 23mm sapien valve was implanted via the transapical approach. Post deployment transesophageal echocardiogram (tee) indicated the valve was ¿seated beautifully¿ with no paravalvular leak (pvl) and no central aortic insufficiency (cai). Following procedure completion, the patient was transferred back to her room in stable condition. Post operative day (pod) 1 the patient developed acute hypotension. On pod3, she had a syncopal event and was coded. She was intubated, stabilized, and an urgent 2d echocardiogram was performed. No tamponade was noted, but a significant ventricular septal defect (vsd) at the apex was revealed. The vsd was non-operative due to the patient¿s condition. A head CT indicated a very grave neurologic profile. Eeg¿s performed were very dismal. The patient¿s condition was discussed with her family, and she was made a dnr and comfort measures were then taken. Pod8, the patient¿s systolic blood pressure was in the 60s and there were agonal respirations after extubation. The patient expired that day.

Manufacturer narrative:
Ventricular septal defect (vsd) is an infrequent but known potential complication of the tavr procedure and can occur with bav or valve deployment. A small vsd may not require treatment and may be treated conservatively. A larger vsd can cause hemodynamic instability and will require surgical intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the vsd is unknown. Because of the patient¿s deteriorating health, she was not a candidate for conventional open heart surgery, and the vsd could not be repaired. The patient expired pod 8. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation is unknown. It is possible that the guide wire with delivery system punctured the ventricle, which subsequently led to the vsd. Because of the patient¿s deteriorating health, she was not a candidate for conventional open heart surgery, and the vsd could not be repaired. The patient expired pod8. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the